Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of 40 months, inappropriate shocks and a suspected lead damage were reported. The lead was explanted but not returned to biotronik. Apart from the shocks no adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 36 cm and 37 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this area the insulation was severely damaged. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore the conductor cable to the shock coil was found fractured immediately distal to the df-1 connector pin which most likely occurred due to tensile forces applied during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.